Event description:
Dr. Reported that a trauma (motorcycle accident) pt returned to the emergency room with lower back pain twenty eight days after a vena cava filter was implanted. Filter had migrated (supra renal) and there was a large amount of clot in the ivc. Filter was successfully removed four days later. Pt is fine.